Event description:
The patient had two model 3186 leads from the same lot. It was reported the patient's scs leads were explanted and replaced on (B)(6) 2014 due to possible lead migration and inadequate coverage. The patient is reportedly receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.